Manufacturer narrative:
The lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited sensing issues and was later found dislodged. A revision procedure was performed wherein the physician surgically abandoned and replaced the ra lead with an alternate. No additional adverse patient effects were reported.